Event description:
Subsequent to the initial MDR, additional information was provided on 5/14/2026. Data was provided for investigation. It was found in connection with the reported allegation that on the alleged event date, 2/12/2026, both the high and low alerts were disabled. At 12:03 am, the estimated glucose values dropped to 65 mg/dl, and the app delivered urgent low soon alerts until 12:18 am, escalating from 90% to 100% volume. At 12:23 am, the egvs dropped to the urgent low threshold (55 mg/dl), and the app delivered urgent low alerts until 02:43 am, escalating from 90% to 100% volume. At 02:48 am, the device began to experience temporary sensor error. At 03:03 am, after the default 20-minute delay, the app delivered temporary sensor error alerts at 90% volume until they were acknowledged at 04:43 am. At 05:18 am, the session was manually stopped. Data investigation could not confirm an alert/notification settings issue. The allegation and probable cause could not be determined. No additional patient or event information is available.

Event description:
It was reported that an alert/notification settings issue occurred. According to the reporter, on (B)(6) 2026, that an alert was not heard from the patient¿s dexcom mobile app notifying that the continuous glucose monitor (cgm) was in a brief sensor error state. The reporter stated that no changes had been made to the patient¿s cgm mobile app settings. At around 3:00 ¿ 4:00 am the reporter check on the patient and found them reportedly in a ¿coma¿ and was cold to the touch. The reporter panicked and called 911. There was no bg meter readings performed or medication provided to the patient prior to emergency medical services (ems) arrival. Once ems arrived, the reporter was removed from the area because she was upset and screaming due to what happened to the patient. She was therefore unsure of what medication or treatment ems provided the patient and if a bg meter reading was taken. The patient was transported to the emergency room (ER). At the ER, the patient was ¿revived¿ and put on life support (ventilator). The reporter was unaware of the other medication or treatment the patient received in the ER. The patient¿s sensor was removed, and he was not using a sensor during his time in the hospital. At the time of report, the patient was still hospitalized and on a ventilator. The patient can only communicate by writing. It was not known when the patient would be discharged. Attempts to reach the reporter for further follow-up were unsuccessful. No other patient or event details were available. Data has been requested but is pending evaluation. A follow-up report will be submitted upon completion. No additional patient or event information is available.

Manufacturer narrative:
(B)(4) h6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.

Manufacturer narrative:
H6: health effect - clinical code - 2395 - ventilator dependent. H6: health effect - clinical code - 2191 - chills.

Event description:
Subsequent to the initial MDR, additional information was provided.

Manufacturer narrative:
(B)(4)..